Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date (date of event reported as unknown). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with all components in pre-deployed positions. Dried blood was observed on the device, indicating that the device was introduced into the patient anatomy. During testing, the luminal marking test was performed and the result met the manufacturing criteria. Inspection of the device revealed a sheath kink at the o-ring. The kinked sheath suggested that there was difficulty inserting the device into the patient anatomy. Possible contributing factors include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Every sheath was inspected for proper assembly and coating prior to packaging. During testing, hydrophilic coating was found present throughout the sheath surface. There were no challenging anatomical conditions reported, which could have contributed to a kinked sheath. There was no reported information or definitive evidence in the evaluation of the returned device to suggest that the device was inserted into the patient anatomy at an angle greater than 45 degrees, which could have contributed to a sheath kink. Based on the investigation, a probable cause for a sheath kink could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device malfunctioned. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.